Event description:
The patient stated that she began having pain in the hip area that was treated by cortisone shots. She also mentioned that there was a second surgery done in the same area of the left implant where an angioplasty and 2 stents were put in. This surgery occurred in (B)(6) 2018. The patient also states that the doctor told her that there was an unexplained mass in the same area during the aforementioned angioplasty procedure. The patient states that she has suffered ambulation difficulties as well as deformation and swelling in her legs as a result.